Event description:
Customer reports the injector "armed" lights are not working. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.